Event description:
Complainant alleged that while attempting to treat a female pt. The device gave a "shock advised" prompt. The medics were performing CPR and the device discharged energy on its own. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.